Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the complaint history for this lot shows this (probe cutting) issue is an isolated incident for this finished goods lot. The 25+ gauge probe was visually inspected and in returned condition, the tubing was detached from the probe engine port. The presence of adhesive residue was evident on the distal end of the tubing that bonds to the engine port. This observed issue would have been visually detectable by the trained operator during console setup. It's likely this occurred during handling and shipping of the device. No other obvious defects were observed during inspection. Due to the returned condition of the probe, functional testing could not be performed in order to replicate the customer's experience. The root cause of the customer's complaint could not be determined conclusively. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not actuate and experienced a cutting failure during a procedure. The condition of aspiration is unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient.